Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the seal on two packages of the sterile absorbable collagen wound dressing were broken when they were received at a dental office in (B)(6). Integra has requested return of the product complaint samples for evaluation. There was no adverse outcome for any patient.